Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a preventative maintenance check, the atrial sensitivity on an external pulse generator (epg) was out of specification at .4 ms. The device was returned for test and calibration. There was no patient involvement.